Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed, and the initial findings were confirmed. The instrument was given to manufacturing engineering for further review, and it was found that the pin hole on the grip was not concentric. The step down in the pin hole is what holds the swaged end of the pin in place. Since it was not concentric, the pin become dislodged.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed and was found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. Measurement results suggested the pin did not swag at all. Grips and other components adjacent to the dislodged pin did not show damage.

Event description:
It was reported that the 8mm large hem-o-lok clip applier instrument had broken tips and the instrument was flopping back and forth. There was no report of patient involvement. Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information: the tip was the damaged part of the instrument. No fragments fell into the patient. No photos or videos available for review.